Event description:
The patient called lfs alleging that their one touch profile meter would only prompt the not ok message. They indicated that the message would appear upon powering the meter on. Their neither alleged harm nor experienced injury or medical intervention. Patient's meter was replaced.